Manufacturer narrative:
Explant performed.

Event description:
It was reported that this caller was inquiring about loss of beeper in regards to magnetic resonance imaging (MRI). The caller also mentioned previously observed noise, myopotential noise, oversensing and untreated events which resulted in sensing optimization in the clinic today. X-ray confirmed the electrode was fully inserted into the device header. Noise could be recreated with the patient lifting left arm in primary and secondary vectors. The vector was programmed to secondary 2x sensing. Noise was still observed, but nothing with a large enough amplitude to generate tachycardia markers. A boston scientific technical services consultant recommended to continue remote monitoring and report any new observed episodes. Additional information received indicates that inappropriate electric shocks were delivered. Which was believed to be caused by myopotential noise. Troubleshooting options were discussed and recommended including to assess an x-ray. The device was programmed off due the patient was inappropriately shocked and the patient was placed on a life vest awaiting the revision procedure. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this caller was inquiring about loss of beeper in regards to magnetic resonance imaging (MRI). The caller also mentioned previously observed noise, myopotential noise, oversensing and untreated events which resulted in sensing optimization in the clinic today. X-ray confirmed the electrode was fully inserted into the device header. Noise could be recreated with the patient lifting left arm in primary and secondary vectors. The vector was programmed to secondary 2x sensing. Noise was still observed, but nothing with a large enough amplitude to generate tachycardia markers. A boston scientific technical services consultant recommended to continue remote monitoring and report any new observed episodes. Additional information received indicates that inappropriate electric shocks were delivered. Which was believed to be caused by myopotential noise. Troubleshooting options were discussed and recommended including to assess an x-ray. The patient presented to the clinic and therapy was turned off due the patient was inappropriately shocked. Currently, the s-ICD system remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this caller was inquiring about loss of beeper in regards to magnetic resonance imaging (MRI). The caller also mentioned previously observed noise, myopotential noise, oversensing and untreated events which resulted in sensing optimization in the clinic today. X-ray confirmed the electrode was fully inserted into the device header. Noise could be recreated with the patient lifting left arm in primary and secondary vectors. The vector was programmed to secondary 2x sensing. Noise was still observed, but nothing with a large enough amplitude to generate tachycardia markers. A boston scientific technical services consultant recommended to continue remote monitoring and report any new observed episodes. Additional information received indicates that inappropriate electric shocks were delivered. Which was believed to be caused by myopotential noise. Troubleshooting options were discussed and recommended including to assess an x-ray. Currently, this system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this caller was inquiring about loss of beeper in regards to magnetic resonance imaging (MRI). The caller also mentioned previously observed noise, myopotential noise, oversensing and untreated events which resulted in sensing optimization in the clinic today. X-ray confirmed the electrode was fully inserted into the device header. Noise could be recreated with the patient lifting left arm in primary and secondary vectors. The vector was programmed to secondary 2x sensing. Noise was still observed, but nothing with a large enough amplitude to generate tachycardia markers. A boston scientific technical services consultant recommended to continue remote monitoring and report any new observed episodes. Additional information received indicates that inappropriate electric shocks were delivered. Which was believed to be caused by myopotential noise. Troubleshooting options were discussed and recommended including to assess an x-ray. The device was programmed off due the patient was inappropriately shocked and the patient was placed on a life vest awaiting the revision procedure. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Explant performed.